Event description:
Pt indicated that they had intradiscal elctrotherapy (idet) performed on lower lumbar discs. Quote, "then after a minor injury, they were much worse. They blamed their worsening condition on the injury. Finally after seeing a neurosurgeon they were told it was the disc, and that had stopped performing idet". No other info is available for this incidnet.